Event description:
The facility's rep reported an infusion pump with an 812:02 failure code. The rep stated they have no record of any pt incident involving the pump since the last baxter svc event. Device failure occurred during biomed testing. Details were requested regarding the problem or testing being performed. When pump was turned on, alarm occurred and the pump opens. Additional contact info was requested, but not provided.